Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a time/date reset issue. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.